Manufacturer narrative:
The report event of low impedance was not confirmed. The reported event of hv circuit damage was confirmed. In-lab testing showed the output transistor q17 was damaged. The damage was consistent with the delivery of hv therapy into a low impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25821. It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator (ICD) exhibited an incorrect interpretation of atrial fibrillation as a ventricular arrhythmia. Additional interrogation in clinic revealed that the implantable cardioverter defibrillator exhibited an inadequate high-voltage output and a failure to charge due to shorted output stage detection. The right ventricular lead exhibited inadequate high-voltage output and low defibrillation impedance. The ICD was removed and replaced. The right ventricular lead was capped and replaced on (B)(6) 2021. The patient was stable.